Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified shunt anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at around 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 6mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified shunt anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at around 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with a different device. There were no patient complications as a result of this event.